Event description:
An aneurx stent system was inserted in a patient for endovascular treatment of an abdominal aortic aneurysym. The physician was attempting to reach the lesion and met with resistance. Upon reaching the lesion site an angiogram demonstrated that the delivery system had kinked. The delivery system was successfully removed from the patient and discarded. A second aneurx stent graft system was pulled to successfully complete the case. No clinical sequelae reported and the patient is reported to be fine.